Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work was confirmed. It was found that the motor did not turn as it was corroded. There was a short circuit in the motor cable and the resistance value of the keypad of the handcontrol set was out of specifications. The keypad assembly was not responding properly and the device was found to be leaky during operation. Also it was found that the blade doesn't lock into the shaver as the drill mounting mechanism was defective. The defective drill mounting mechanism 1.0 was replaced by 1.25, along with the motor, motor cable, and the handcontrol set. The device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set, the defective drill mounting mechanism and the leakage of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that during service the engine of the micro tornado hp w handcontrol didn¿t worked. No patient consequence and no surgical delay was reported. No additional information was provided.